Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product contribution to the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.